Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose of 20 mg/dl. The customer was experiencing unexplained low glucose for about a month. Troubleshooting was performed. The customer stated that he was unresponsive. The customer's recent glucose reading was 49 mg/dl, and he has treated with glucose tablets. The reservoir was showing the same amount of insulin that the status screen shows. The customer stated that he delivered a bolus, and then noticed the insulin pump had a blank screen. Instructed the customer to remove the battery for five seconds and then insert a new battery. The display in the device did return. Advised the customer to call back if issues persist. No further info was provided.